Event description:
Damaged haptic after implantation. It was reported that bss was used. The trailing haptic was tucked wrongly and separated during iol insertion. The haptic piece remained in the injector. The iol was not explanted from the eye. Health impact: no health consequences or impact.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent with the reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Dye test and release test results showed the tip was properly coated. Proper coating allows the lens to advance. Exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA(B)(4) has been initiated for "damaged haptic" complaints.